Event description:
The initial reporter stated that the pump would not prime and that it primed slowly. They stated that they changed the bag twice to try and troubleshoot the problem. They also stated that they disconnected the administration set from the patient and hit run and that the pump screen said it was running but it was "not dripping". It is unclear if the pump was alarming or if the pump failed to deliver. They also did not report what formula was being used. They stated that the patient was uncomfortable and distressed and that they would be taking them to the hospital. Mmdg did make multiple attempts to follow up with the initial reporter to obtain additional complaint information and check on the patient, but those attempts were not successful. No other information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. It is not entirely clear what occurred during this complaint event and because we were unable to learn any additional information about the patients well being and no other information was provided, this report is being written out of an abundance of caution. This report will be updated if the device is returned to mmdg.